Event description:
Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that with replacing the antenna the patient's shortened recharge interval was normalized.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that his implantable neurostimulator (ins) used to last 4-5 days when it was fully charged, but around the time of the report, it would only last barely 2 days. It was noted that the stim sensation remained the same and this event occurred about a month prior to the report. The patient also reported that he fell every couple of weeks; the falls could be related to this issue. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. Indications for use include: non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.